Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the distal part of the pipeline failed to open. The patient was undergoing treatment for an unruptured, amorphous aneurysm located in the right internal carotid - cavernous segment. The max diameter was 40mm, and the neck diameter was 20mm. The patient's blood flow was moderate. The landing zone was 3.5mm distal and4mm proximal. No dual antiplatelet treatment was administered. It was reported that the pipeline tip could not be deployed even when the sleeve was removed during pipeline deployment. Re-sheath was performed 3 or more times, but it did not deploy. The device was replaced because only the tip could not be deployed in a very severe situation under the telescope, and the replacement product could be deployed without any problems. The pipeline was not placed in a bend, and less than 50% had been deployed when it failed to open. No other actions were taken to open the device, and a snare or other collection device was used to collect the pipeline. The patient did not experience any injury. Postoperative blood flow angiography showed no particular findings. The devices were prepared according to the instructions for use (IFU).